Event description:
It was reported by service report that the foot end assembly was broken and damaged with exposed sharp edges. The damaged and broken foot end assembly could potentially cause or contribute to the cot being unstable when attempting to operate the unit. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot end assembly. Device repair anticipated, but not yet begun. Foot end assembly was broken and damaged due to impact.